Event description:
It was reported by the rep that during a laparoscopic gastric bypass, the device produced an incomplete staple line with malformed staples. Another device was used to complete the case. There was no adverse consequence to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.